Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Three sealed representative samples with the appropriate p packaging were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the suture thread broke. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the 3-0 suture frayed while sewing in the mesh. The surgeon had to start the process all over again after the suture frayed. The surgeon asked for the 2-0 silk and this broke while tying a knot after sewing in the mesh. The surgeon was able to complete the procedure without using another strand as there was still enough of the strand left to complete the knot tying process. There was no patient injury.